Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name and date? Left thumb arthroplasty what date did the reaction occur on? Surgery was (B)(6) 2025, rash was discovered when cast was removed on (B)(6) 2025. Was there any medical or surgical intervention performed to treat the reaction: product removed; oral and topical prednisone. If medication was required, please clarify if it was prescription strength. 40mg oral prednisone, and cortisone 10. Can you identify the product code and lot number of the product that was used? No have you been exposed to prineo/dermabond or other skin adhesives during a previous surgery or wound closure? No if in your possession, may we have a copy of your operative report? Not until I speak to my doctor. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No a medwatch form was received: mw5169261. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a left thumb arthroplasty on (B)(6) 2025 and topical skin adhesive was used. The patient experienced severe atopic allergic reaction. Device is not available for return. Rash was discovered when cast was removed on (B)(6) 2025 product removed; oral and topical prednisone / 40mg oral prednisone, and cortisone 10. Additional information has been requested.